Manufacturer narrative:
The customer stated that their correlation study is passing and they performed an operator retraining for this operator. The customer noted she feels it was operator error and the instrument is currently in use and they have not questioned any results since this one discrepant result. The certificate of analysis for the lot in use at the time of the event shows that the lot was conforming to performance requirements at time of release.

Event description:
The customer reported that they received a false negative hcg results compared to retesting on the same instrument, a laboratory instrument and serum testing. There is no report of injury due to this event.